Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was confirmed. Upon observation, the two tip tines showed signs of damage. The tip tines were partially cut or torn likely due to handling damage. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to a product performance issue. Several attempts to obtain additional information were unsuccessful. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to a product performance issue. Several attempts to obtain additional information were unsuccessful. The lead was never in service. No adverse patient effects were reported.